Event description:
A Trilogy 100 Ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed an R Ventilator Inoperable error code E065 (ERR_DEVICE_CAL_DATA_CRC_FAILURE) in the error log. The system Printed Circuit Assembly (PCA) will need to be replaced to address the issue. Additionally, micron filter needs to be added. The pollen air filter and maintenance label need to be replaced due to preventive maintenance. No parts will be replaced; The device will be scrapped as per customer request.

Manufacturer narrative:
The reported failure of ventilator inoperative (ERR_DEVICE_CAL_DATA_CRC_FAILURE) is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.